Manufacturer narrative:
Additional information was received that the patient underwent a full scs explant procedure and was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain at the right leg and foot that started following a permanent scs implant procedure. The patient describes her pain as throbbing, numbness, burning, stinging and constant in nature. Worsening factors include during standing and walking. The physician was unsure on what caused the pain. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing pain at the right leg and foot that started following a permanent scs implant procedure. The patient describes her pain as throbbing, numbness, burning, stinging and constant in nature. Worsening factors include during standing and walking. The physician was unsure on what caused the pain. The patient will undergo an explant procedure.